Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the follow problem: "resonator body leakage. If pump running, it causes a diminution of the power (actual performance is 30 w while display show 150 w)."